Manufacturer narrative:
Conclusion: failure of the stimulator electronics subsequent to humidity ingress through micro-leaks was determined as the reason for device failure. This is a final report.

Event description:
It was reported that the patient's hearing perception became worse in 2005. He could hear disturbing back-ground sound-cracking noises and flushing sounds. Testing showed suspicious values of the active electrode.